Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had gone into backup vvi reset mode. The device has been implanted since 2006, and is most likely past eri. The patient has not experienced any symptoms. The device was explanted and replaced. Patient¿s condition was stable.